Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "hcp found a damaged product's packaging (minor scratch) during inspection". No patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint of "packaging damage - sterility compromised" was confirmed based upon the sample received. The customer returned one unit of (B)(6) visistat 35w 6/box for investigation and the returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage. DHR investigation did not show issues related to complaint. CAPA has been previously opened under teleflex's quality system by the manufacturing site to further investigate this issue and the root cause is identified in CAPA. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "hcp found a damaged product's packaging (minor scratch) during inspection". No patient involvement.